Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there were 2 tubes where the stopper moved during collection and after collection the stopper popped off causing blood leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers: g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. A visual examination of these photos revealed improper assembly, causing the stopper to not be placed on the hemogard closure correctly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there were 2 tubes where the stopper moved during collection and after collection the stopper popped off causing blood leakage. No adverse impact was reported regarding the patient or user.